Event description:
It was reported that the patient had multiple episodes of supraventricular tachycardia and one episode in ventricular fibrillation zone that was treated with anti-tachycardia pacing and then aborted shock due to slowing into monitor zone. The physician reprogrammed the lead to prevent inappropriate therapy due to supraventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).